Manufacturer narrative:
Block h6: imdrf device code a040 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached guide catheter was removed using forceps.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the biliary duct to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the advanix stent was deployed. However, when the guidewire was removed, the guide catheter was stuck inside the deployed stent and was noted to be broken. The detached guide catheter was removed using forceps. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.